Manufacturer narrative:
An event of a dissected myocardium, followed by patient death, was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined without further information such as patient comorbidities and the state of the myocardium upon implant. The epic mitral valve has the lowest overall ventricular protrusion in all valve sizes when compared to competitor valves such as the c-e perimount 6900, c-e perimount magna mitral ease, and the mosaic hancock ii. Risk documents list the hazards/potential failure modes that could lead to harms. Tissue trauma (including dissection) and death are identified in several hazards and the rate of harm is summarized across the associated hazard/failure modes identified in the risk analysis. The occurrence is identified based on the likelihood of the specific hazard/failure mode leading to the associated harm. Per design fmea 830001-001 rev. P, the established occurrence ranking for tissue trauma and death is up to 0.01% which is above the incident rate of 0.001%.

Event description:
In (B)(6) 2018, a 29mm epic mitral heart valve was chosen for implant. When the valve was attempted to be implanted, the physician believes one of the stent posts may have caused the myocardium to tear and dissect. The valve was replaced during the procedure with a carbomedics mechanical valve. The patient is reported to be deceased. The circumstances surrounding the death and the timing of the death were not provided. Abbott¿s representative was unable to obtain any additional information.

Event description:
In may 2018 (date not available), a 29mm epic mitral heart valve was chosen for implant. At the time of implant a myocardial dissection (tear) occurred and the physician reports it was secondary to a valve stent post. The epic implant was abandoned and the patient received a carbomedics mechanical valve. At an unknown point in time, it is reported the patient died. Additional information is requested. Hospital is not allowed to provide us with the patient name/gender or age.

Event description:
In (B)(6) 2018, a 29mm epic mitral heart valve was chosen for implant. When the valve was attempted to be implanted, the physician believes one of the stent posts may have caused the myocardium to tear and dissect. Per the implanting physician, there was no malfunction of the valve. The patient had a small ventricle and av disruption occurred. The av groove was repaired and the valve was replaced during the procedure with a carbomedics mechanical valve. The patient continued to have massive bleeding and expired.